Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/12/2016 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored; the complaint was duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked in two placed.